Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to microdislodgement as it exhibited high capture thresholds and failure to capture. The patient experienced dizziness. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and failure to capture, it was then found micro dislodged. Subsequently, this lead was explanted and replaced. The patient experienced dizziness. No additional adverse patient effects. The product was returned for analysis. The returned product was analyzed and field allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.